Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed kinks to the outer sheath at the nosecone and 18.4cm from the nosecone. Microscopic examination revealed no additional damages. The pull handle and yellow thumbwheel lock was still in the manufactured position. The stent was outside of the device and is approximately 40mm long. The middle sheath was no longer sitting on top of the proximal tip. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent inadvertently deployed. An 8 x 40 x 130 innova vascular stent was selected for use in the iliac. Prior to entry into the patient, the stent inadvertently deployed. Another of the same device was used. The case was successful with no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed kinks to the outer sheath at the nosecone and 18.4cm from the nosecone. Microscopic examination revealed no additional damages. The pull handle and yellow thumbwheel lock was still in the manufactured position. The stent was outside of the device and is approximately 40mm long. The middle sheath was no longer sitting on top of the proximal tip. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent inadvertently deployed. An 8 x 40 x 130 innova vascular stent was selected for use in the iliac. Prior to entry into the patient, the stent inadvertently deployed. Another of the same device was used. The case was successful with no patient complications.

Event description:
It was reported that the stent inadvertently deployed. An 8 x 40 x 130 innova vascular stent was selected for use in the iliac. Prior to entry into the patient, the stent inadvertently deployed. Another of the same device was used. The case was successful with no patient complications.